Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2013; 5076-45 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient complained of diaphragmatic stimulation when engaging in exercise. After multiple attempts were made to adjust device pacing vectors, the physician chose to have the left ventricular (lv) lead turned off. No patient complications have been reported as a result of this event.